Event description:
Customer reported the numbers on her insulin pump's screen do not stay solid. Customer is having a display problem. Customer's blood glucose is 117 mg/dl. Customer uses (B)(4) batteries. The device was not dropped or bumped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a backup plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no unexpected missing segments noted. The insulin pump passed the self test. The device was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.